Manufacturer narrative:
The soft cannula was found to be stretched. When testing the fluid path, a leak was noted near the distal tip of the formed needle. Although this leak was on the pod's interior, it is unknown if the stretching is what caused the leak, so the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Bent-no lot

Event description:
It was reported that a patient's blood glucose levels (bg) reached 345 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. For treatment, gave correction boluses and changed out the pod. No further details.